Event description:
It was reported that during a remote follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. During the explant procedure, lead fracture of the rv lead was physically felt by the physician. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of noise resulting in oversensing suspected to be due to conductor damage was not confirmed by analysis. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray inspection found the inner coil overtorqued at the connector region consistent with procedural damage. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the lead found external abrasion, breaching only the optim sheath, at the proximal region of the lead consistent with friction to the device can and external abrasion, breaching only the optim sheath, at the middle region of the lead consistent with friction to another device or feature of the heart.